Event description:
As reported in the literature article by jakobsen, l., holm, n. R., maeng, m., thim, t., kristensen, s. D., mogensen, l. H., & christiansen, e. H., (2022). Comparison of mynxgrip vascular closure device and manual compression for closure after femoral access angiography: a randomized controlled trial: the closure devices used in every day practice study, close-up iii trial. Bmc cardiovascular disorders, 22(1), 68. Https://doi.org/10.1186/s12872-022-02512-0. This trial was powered to assess non-inferiority of four and thirty two patients where a mynxgrip vascular closure device was utilized compared to four hundred and three patient where manual compression was performed with respect to the primary endpoint at thirty days. It was noted that two patients had an infection needing antibiotics. The devices will not be returned for evaluation.

Manufacturer narrative:
Without a lot number to conduct a device history record (DHR) review, it is not possible to determine if the reported failure could be related to the manufacturing process. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported in the literature article by jakobsen, l., holm, n. R., maeng, m., thim, t., kristensen, s. D., mogensen, l. H., & christiansen, e. H. (2022). Comparison of mynxgrip vascular closure device and manual compression for closure after femoral access angiography: a randomized controlled trial: the closure devices used in every day practice study, close-up iii trial. Bmc cardiovascular disorders, 22(1), 68. Https://doi.org/10.1186/s12872-022-02512-0 , this trial was powered to assess non-inferiority of four and thirty two patients where a mynxgrip vascular closure device was utilized compared to four hundred and three patient where manual compression was performed with respect to the primary endpoint at thirty days. It was noted that two patients had an infection needing antibiotics. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. Without the return of the devices for analysis or images for review, the reported ¿infection¿ could not be confirmed. The exact cause of the reported event could not be conclusively determined. An infection is defined as an invasion of patient¿s tissue by microorganisms following use of closure device. This is a known potential complication and listed in the products IFU as such. There are a multitude of possible etiologies and opportunities for the introduction of pathogens into the patient during or after an invasive procedure, and can be related to hospital protocols, patient factors and puncture-site care. Infections occasionally occur following closure, and may also be caused by a bleeding event. Excessive bleeding, swelling of the groin or leg, pain in the groin or leg, and any sign of infection (redness, swelling, drainage, warmth, fever, chills, non-healing of wound). As no lot number, catalogue code or other product information was supplied a phr could not be completed. The information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.